Manufacturer narrative:
The garment was visually checked. A burning smell was sensed, the damages were at the inner area, the foam was damaged, but the pvc film under the foam remained intact. The simulation where matches and cigarette were used, were performed on a random samples. The damages were different from the garment from the complaint. The investigation conclusion in ongoing. The supplemental report will be submitted once the conclusions are finalized.

Manufacturer narrative:
The garment was returned for further evaluation by the manufacturer. The testing are ongoing.

Manufacturer narrative:
The garment has been returned to the manufacturer for verification. The manufacturer conduced testing with random samples using matches and cigarette to verify what factor could damage the garment in a way it was recorded in complaint. Tests revealed that damage caused by matches or cigarettes did not match the garment damage reported in the complaint, e.g. The pvc film melted during testing, whereas in the garment from the complaint the pvc film was only deformed. Additionally, the foam during testing melted and was sticky, in the complained garment the foam had various discoloration and the foam structure was rigid. The factor that caused the damage was not identified. It is unknown how the garment ignite. The garment meets the requirements of the flammability standards (pn-en 597-1&2). To sum up. The garment was damaged and from that perspective it failed. However, it is unknown what factor caused it. When the incident occurred the garment was used for treatment. This complaint is reportable following information that garment ignited unexpectedly, resulting in burns to the patient. No indication of a serious injury.

Event description:
Arjo was informed that a patient was using a flowtron acs900 pump and garment when the garment unexpectedly began to burn, resulting in burns to the patient. Customer did not provide details about the specific garment or the serial number of the pump.

Manufacturer narrative:
Collection of information is ongoing. A supplemental will be provided once the investigation is completed. Device not released by the customer for evaluation.

Manufacturer narrative:
There have been attempts to collect the product from the customer for evaluation. Currenlty, we are waiting for the customer approval to collect the product.